Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator is not blowing air. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's blower assembly and machine flow sensor were replaced to address the issue. There was a evidence of dust and dirt contamination.

Event description:
The manufacturer received information alleging a ventilator is not blowing air. The device was not in-patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.